Event description:
The complainant alleged taht during an attempt to monitor a pt, the device's display intermittently blanked out to a green dot on the center of the screen. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.